Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging pump battery, pump unexpectedly shut off. Customer unplugged pump from power source and upon recharging, pump turned back on. Customer's blood glucose was 214 mg/dl. Reportedly, customer resumed pump therapy.